Event description:
It was initially reported that the patient was experiencing discomfort down her leg the same side as the implantable neurostimulator (ins). The patient wanted to have the device removed. It was suggested to turn the device off to see if that would relieve the discomfort. Additional information indicated that the patient had her device explanted due to a separate back issue, in which she needed a magnetic resonance imaging (MRI) scan for. The patient outcome was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v509981, implanted: (B)(6) 2010, explanted: unk. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).